Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the excess skin was excised and patient was prescribed oral antibiotics. The implanted device remains.